Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The belt was able to pass detect and treat testing. Upon investigation the electrode belt failed a hi-pot test. The cause for the failure was isolated to the electrode belt distribution node. The heat shrink was pulled off of a pulse wire in the distribution node, causing the test failure. The root cause for the pulled heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
Upon evaluation of an electrode belt that was returned for an unrelated reason, a reportable malfunction was found. Electrode belt sn (B)(4) failed a hi pot test.